Manufacturer narrative:
This pt presented to cardiac cath and 1-vessel disease was found. The primary indication for the procedure was unstable angina pectoris with troponin negative or unk. Pre-procedure medications included aspirin, statins and beta blockers. Intra-procedure medications included asprin, clopidogrel, and unfractionated heparin. Pre-procedure, cardiac enzymes, ck and ck-mb, were within normal limits. Troponin was not done. Pci was performed on a lesion in the proximal lad, but specifics of the lesion, vessel and procedure are not currently known. A 3.0 x 33mm cypher select plus stent was deployed at unk atmospheres (atm). Post-procedure, ck and ck-mb values were 4 and 5 times above the upper normal limits. The pt was reported to have a lateral q-wave myocardial infarction with ck and ck-mb cardiac enzymes 5 times above the upper normal limits. It is not currently known how the pt was treated. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Add'l info has been requested and will be submitted within 30 days upon receipt.

Event description:
As reported by the e-select study, during percutaneous coronary intervention (pci) of a lesion in the proximal left anterior descending artery (lad), the pt experienced a q-wave myocardial infarcture (mi) with side branch occlusion.